Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s mother) regarding a patient who was receiving baclofen of unknown concentration at a dose rate believed to be probably 550 to 545 via an implantable pump for intractable spasticity and cerebral palsy. It was reported that an issue/problem occurred years ago. The date of the event was unknown. It was indicated that they thought there was a catheter kink that fixed itself. It was described that it looked like withdrawals on heroin. The symptom(s) started slow and got worse with body spasms and it lasted a good 15-20 hours, but resolved suddenly like they flipped a switch. No further patient complications have been reported because of this event.